Manufacturer narrative:
Investigation - evaluation: a review of the drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device was returned in used condition. There were slight kinks along the catheter shaft. The extension tube shaft was cut right below the hub. There was still some shaft material inside, indicating this was not hub separation. The length of the extension tube was found to be in specification. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number for this failure mode. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) line implanted on (B)(6) 2016. The PICC line is used for a patient's oncology treatment. The PICC line broke at the junction of the hub and the catheter nine (9) days following implant. The PICC line was explanted and replaced. No further patient or event details were provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) line implanted on (B)(6) 2016. The PICC line is used for a patient's oncology treatment. The PICC line broke at the junction of the hub and the catheter nine (9) days following implant. The PICC line was explanted and replaced. No further patient or event details were provided.